Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID 8596sc serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative regarding a patient who was receiving an unknown concentration and dosage of an unknown drug via an implantable pump. On (B)(6) 2017, it was reported that the patient's pump and catheter were explanted in (B)(6) and replaced on (B)(6) 2017. According to the patient's healthcare provider, the pump system was removed due to "fluid collection", a "mass" and an infection. It required a plastic surgeon to be present as well. No further complications were reported.